Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose and low blood glucose. The customer exact blood glucose value was unknown. The customer was treated with glucagon shot and insulin pump. The customer also reported loss of communication between pump and transmitter and received lost sensor signal alarm. The customer reported sensor glucose value and blood glucose value difference. No further patient complications were reported. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. Troubleshooting was performed. It was unknow whether the customer will continue or discontinue the use of the device. The device will not be returned for analysis.